Event description:
It was reported by service report that the bed was flashing error code 204 on the footboard. The scale would not weigh and the bed exit would not function. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.